Event description:
It was reported that the customer had high blood glucose levels of 25 mmol/l. It was reported that the customer treated with an insulin pen. The customer reported a motor error alarm followed by a no delivery alarm from the insulin pump. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was also asked to check if the cannula of the infusion set was damaged. The customer reported that the cannula was not bent. The customer was advised that the site of the infusion might be occluded. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).